Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported calibrating the device however, that did not correct the issue. The customer reported ordering a replacement main board component for the device however, no return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main board component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the monitored and delivered volume readings were out specifications. The customer also reported the pressure readings appeared unstable. The customer stated that there was no patient involvement with this event.